Event description:
It was reported that the attachment overheated. There was no pt involvement and no adverse consequences reported.

Manufacturer narrative:
The attachment has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.